Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anastomosis. According to the reporter: the customer reports that the device was hard to close, but stapling seemed ok. Nevertheless, after the air test, the anastomosis had to be done one more time. The procedure time was extended time 2 hours.